Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered.it was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) and customer performed a troubleshoot together. The customer confirmed the reported error code in the event log. The customer confirmed with the rse that no work was performed on the data acquisition (da) printed circuit board assembly (pcba) or flow sensor. The rse advised the customer to replace the da pcba, solenoids, and front and rear bezel. The rse provided the customer with the part number of the da pcba, solenoids, and front and rear bezel to the customer. The investigation is ongoing.